Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low values when scanning on their adc freestyle libre sensor compared to a blood test performed on an hcp meter. On (B)(6) 2020, the customer had hcp contact and a blood glucose of 24 mmol/l was obtained on the hcp meter and their ketone levels were elevated at "2.9." The customer was treated with IV fluids and insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.